Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable as the lot number is unknown. No parts have been received by the manufacturer for evaluation as it was discarded by the site.

Event description:
A site representative reported that, while outside of a procedure the spine clamp was broken. The screw fixation on the spine clamp is damaged during sterilization. There was no patient present when this issue was observed.